Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded area n/a, evidence of non-functionality n/a, external damage to lcs/cs housing no, external physical damage no. Functional tests & results: lcs/cs jaw not open/close correctly no, lcs/cs not rotate/latch correctly no. Analysis conclusion: based on the info received, no conclusion could be reached as to what may have caused the reported incident. The blade was not received with the housing. As the blade was not received, no testing could be performed on the blade. However, the returned housiing was tested with a test blade and functioned as designed. There were no anomolies noted with the device not working properly or with a drop in power. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve products.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device did not work properly. There was no pt consequence. Add'l info received on 9/5/97. It was stated that the device did not coagulate properly. Add'l info received on 9/5/97. It was stated by the affiliate that when the lcs (it is the one with the new label), the power drops and a high noise is heard.